Manufacturer narrative:
Product manufacturing site updated due to receipt of product information. Manufacturer report number corrected and reported under mfg 2523835-2026-00534. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic knife was found to be dull during cataract surgery with intra ocular lens implant(iol). The surgery was completed on the same day with alternative knife. There was no patient impact.